Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the application site. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
Device not received for evaluation.